Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: the patient underwent placement of an inferior vena cava (ivc) filter on secondary to history of deep vein thrombosis and continued symptoms following anticoagulation. This procedure was followed by a thrombectomy using tpa. Venography confirmed placement of the ivc filter at the infrarenal location and complete occlusion of the duplicated popliteal vein and superficial femoral vein, and residual thrombus in the iliac vein. The patient had continuous delivery of tpa over the next twenty-four hours following ivc deployment. Approximately six years seven months post ivc deployment, the patient was admitted for acute left lower extremity dvt, shortness of breath and intractable low back pain. A cta of the chest demonstrated bilateral pulmonary embolism, scar/atelectasis of the right lung, and an aberrant right subclavian artery. In addition, same day a cta of the abdomen and pelvis demonstrated possible thrombosis of iliac veins inferior to the ivc filter, but no potential of thrombus superior to the filter. Patient was treated with anticoagulants and discharged seven days after admission on lovenox. Approximately seven years two month post ivc deployment the patient presented with right flank pain and hematuria. A CT demonstrated an infrarenal inferior vena cava filter with evidence of extraluminal penetration of the legs and thrombus in iliac veins inferior to the filter. Patient was scheduled for ivc filter retrieval and the ivc filter was retrieved intact after multiple attempts with the exception of one ivc filter limb which was deeply embedded outside the cava. This broken ivc filter limb remained in the occluded ivc segment. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately six years seven months post ivc deployment, the patient was admitted for acute left lower extremity dvt, shortness of breath and intractable low back pain. A cta of the chest demonstrated bilateral pulmonary embolism, scar/atelectasis of the right lung, and an aberrant right subclavian artery. Approximately seven years two months post ivc deployment the patient presented with right flank pain and hematuria. A CT demonstrated evidence of extraluminal penetration of the legs. Approximately one week later, the filter was retrieved intact with the exception of one ivc filter limb which was deeply embedded outside the cava. This broken ivc filter limb remained in the occluded ivc segment. Therefore, the investigation can be confirmed for limb detachment and perforation of the ivc. However, the investigation is inconclusive for ivc occlusion at the level of the filter. Additionally, the it can be confirmed that the patient experienced pe post implantation; however, the relationship with the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, the filter struts have perforated into the organs, and there was bleeding. Furthermore the patient experienced back and groin pain. The patient also experienced permanent occlusion of the ivc that necessitates daily enoxaparin sodium injections and pump therapy for both legs, at least once per day. The device was removed percutaneously. The filter strut remains in occluded ivc. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, the filter struts have perforated into the organs, and there was bleeding. Furthermore the patient experienced back and groin pain. The patient also experienced permanent occlusion of the inferior vena cava that necessitates daily enoxaparin sodium injections and pump therapy for both legs, at least once per day. The device was removed percutaneously. The filter strut remains in occluded inferior vena cava. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years eight months post deployment, a computed tomography of chest demonstrated bilateral pulmonary emboli. Around one month later, it was noted some of the clots got past the filter. Also, another computed tomography showed that the hooks of the filter had jutted through the vein. Around six months later, a computed tomography of abdomen and pelvis showed the filter was noted with the evidence of extraluminal penetration of the legs. Also, the inferior vena cava and bilateral common iliac veins inferior to the filter appeared small in caliber suggested possible occlusion. Around three days later, a mail correspondence mentioned that a computed tomography of abdomen showed apparently small clots escaped around filter and gathered in lungs and a computed tomography of lungs showed pulmonary embolism. Around eight days later, the filter was removed. An inferior vena cavogram confirmed inferior vena cava occlusion. The snare level was brought by the hook, and was able to catch the filter after multiple attempts. This required multiple attempts and then pulled it into the sheath. However, one of the struts of the filter broke. Findings were provided which mentioned that the filter was retrieved except a small piece. This broken ivc filter limb remained in the occluded ivc segment. Around one week later, an x-ray of kidney, ureter and bladder showed the broken strut was still at the same spot. Therefore, the investigation is confirmed for filter limb detachment, perforation of ivc, occlusion of ivc and retrieval difficulties. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Per medical records, multiple attempts were made to engage the apex of the filter but were unsuccessful due to perforation of ivc. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. . H11: g1 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.